Event description:
Ref MDR # 1219856-2009-00254 for the first event involving the same pt. It was reported that the perfusionist called back 10 minutes later, and said that he had switched to the new tubing and the console remained at 2.5cc. The perfusionist then connected the pt's intra-aortic balloon (iab) to datascope cs-100 console, volume of 40cc obtained. The iab remains insitu with pt's status stable (B) (6), 2009.

Manufacturer narrative:
(B) (4). Product number is listed on recall notification list. Follow-up report will be filed if additional info becomes available.